Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The distributor reported on behalf of the customer that the device, aes-90sn arthroscopic energy 90° probe with suction, 13 cm was being used on an unknown date and "when the handle is connected to the generator, the electrode starts working spontaneously, then the yellow button does not work when pressed, but only works when pressed very hard closer to the distal part of the handle.¿ there was no report of impact or injury to the patient or user. The procedure was completed with an alternate device ¿just needles and threads¿. A good faith attempt was completed; however, no reply has been received to date. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Event description:
The distributor reported on behalf of the customer that the device, aes-90sn arthroscopic energy 90° probe with suction, 13 cm was being used on an unknown date and "when the handle is connected to the generator, the electrode starts working spontaneously, then the yellow button does not work when pressed, but only works when pressed very hard closer to the distal part of the handle.¿ there was no report of impact or injury to the patient or user. The procedure was completed with an alternate device ¿just needles and threads¿. A good faith attempt was completed; however, no reply has been received to date. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event can not be verified. A two-year lot history review shows a total of 5 devices for this lot number and failure mode. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. (B)(4). Per the instructions for use, the user is advised the following: it is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of the equipment and its associated accessories. Examine all accessories and connections to the generator before use. Ensure all accessories are properly and securely connected and function as intended. Improper connection may result in arcing, sparking, or malfunction of the device, any of which can result in an unintended surgical effect, injury, or equipment damage. If any visual damage or defects are noticed during use, stop using the device immediately and replace the device. We will continue to monitor per regulatory requirements to help ensure patient safety.